Event description:
Pump was set at approximately 60-70 milli-meters of mercury and was pumping at a much higher rate. The pt's shoulder became swollen and red. The pressure setting of the pump was dropped to approximately 20-30 milli-meters of mercury, but the unit continued to pump at a high rate. The surgery was completed with only a short delay. The pt did not experience any post-op injuries or complications. There was only a small amount of swelling in the shoulder.